Manufacturer narrative:
At this time, no intervention has been performed. When additional information becomes available, this event would be updated.

Event description:
Boston scientific crm received information that this patient developed an infection and the entire pacing system is scheduled to be explanted.